Manufacturer narrative:
The reported event was confirmed. A bardex temperature sensing catheter was returned still attached to a meter bag (gross visual evaluation). The products appeared to be unused. The proximal portion of the shaft, catheter tip, and balloon appeared to be harder than the rest of the catheter. A potential root cause could be due to "high modulus latex, incorrect fillers/ quantity added to compound, or rubberize thickness too high, or build-up layer too thick. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as the reported event would not be caused by the user.

Event description:
It was reported that there was a hard spot on the catheter. No medical intervention was reported

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a hard spot on the catheter. No medical intervention was reported.